Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via telephone call that the customer was hospitalized for high blood glucose. The blood glucose reading at the time of the incident was over 600 mg/dl. The doctor had changed the settings on the insulin pump. The parent reported that the customer blood glucose fluctuates from high to low within an hour and a half. The parent reported that the day of the incident, the blood glucose continued to rise despite changing the site and infusion set. The parent reported that the drive support cap was normal and recessed. No air bubbles or leaks were noted. The parent declined to check settings. The parent reported that the cannula looked foggy but was not bent. The insulin pump passed the high pressure test. The parent declined to troubleshoot for the low blood glucose that occurred while the customer was in the hospital.